Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corners, a cracked belt clip slot and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 63 mg/dl. The customer stated that numbers started scrolling with the up arrow. The customer stated that there is no significant events leading to the alarms. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 63 mg/dl. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.